Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that the autopulse multi-chemistry charger (serial # (B)(4) would fully charged three autopulse li-ion batteries (sn (B)(4), (B)(4), (B)(4) but when inserted in the autopulse platform, it would power on and then power off right away. No patient involvement. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).